Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported in a literature article that the patient never fully regained consciousness following a coil embolization procedure. Two days post procedure, imaging showed areas of acute infarct involving multiple bilateral vascular territories within the cerebral hemispheres, cerebellum and pons. The patient had hemiparesis and died. The exact cause of death was not reported; however, the brain at autopsy showed innumerable (diffuse) intravascular aggregates of amorphous foreign material, which was non-refractile, non-polarizable, granular, and predominantly basophilic. Rare vessels within the pons and cerebellum also contained lamellated eosinophilic foreign material. Vascular stenosis and obliteration were associated with discrete zonal areas of infarct and neointimal proliferation. Approximately 100 arteries were affected in 40 tissue sections of the brain sampled at autopsy. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The treatment date for the patient is unknown.

Event description:
It was reported in a literature article that the patient never fully regained consciousness following a coil embolization procedure. Two days post procedure, imaging showed areas of acute infarct involving multiple bilateral vascular territories within the cerebral hemispheres, cerebellum and pons. The patient had hemiparesis and died. The exact cause of death was not reported; however, the brain at autopsy showed innumerable (diffuse) intravascular aggregates of amorphous foreign material, which was non-refractile, non-polarizable, granular, and predominantly basophilic. Rare vessels within the pons and cerebellum also contained lamellated eosinophilic foreign material. Vascular stenosis and obliteration were associated with discrete zonal areas of infarct and neointimal proliferation. Approximately 100 arteries were affected in 40 tissue sections of the brain sampled at autopsy. No additional information is available.